Event description:
It was reported that the pump module had under infusion event. On (B)(6) 2022 at 2256, a total parenteral nutrition (tpn) was programmed via the "guardrails fluid library" with the infusion rate of 33.5ml/hr and volume to be infused of 850ml (total bag volume was 850ml). At 18:37 on (B)(6) 2022, 168ml should have been remaining in the bag. However, it was noted that approximately 400ml was actually remaining in the bag. The customer noted that the pump was positioned higher than the patient approximately 20cms while the medication bag was more than 20 inches above pump. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module had under infusion event. On (B)(6) 2022 at 2256, a total parenteral nutrition (tpn) was programmed via the "guardrails fluid library" with the infusion rate of 33.5ml/hr and volume to be infused of 850ml (total bag volume was 850ml). At 18:37 on (B)(6) 2022, 168ml should have been remaining in the bag. However, it was noted that approximately 400ml was actually remaining in the bag. The customer noted that the pump was positioned higher than the patient approximately 20cms while the medication bag was more than 20 inches above pump. There was patient involvement but no harm.